Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 500 mg/dl. The customer reported that after changing the reservoir and connecting the set to his body, it did not deliver. The issue was a past event and the customer was advised to call and troubleshoot. The reservoir was not returned or replaced.